Manufacturer narrative:
Device was evaluated, and was found that the needle must have been pushed back and forth while in the bone. The instructions for use require that the needle is only twisted back and forth into the bone marrow cavity. Once in place, the lever is moved to the closed position. At no time should the needle be pushed back and forth. This may cause the tubing to break since the wall thickness of the tubing is very thin (about .010"). This cannot change without decreasing the size of the sample or increasing the size of the needle.

Event description:
Per (B)(4) claim (B)(4) - during bone marrow procedure, the needle "partially" snapped inside the iliac crest.